Event description:
It was reported that intermittent cartridge alarms occurred. There was no reported adverse impact to customer's blood. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.